Manufacturer narrative:
A ge service representative performed an on site investigation. The reported error was initially verified. However, after the investigation and inspection the system booted properly and would not fail. Monitored system performance and after a couple of days and the system performed as expected and no error messages were reported.

Event description:
It was reported that the 8800 system displayed a charger fail error (error code). There was no report of patient injury.